Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Vomiting and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis noted the damaged port septum had missing material and pulled material with evidence of coring likely to have been caused by the use of a coring needle. The access port had non-penetrating nicks with striations described as surgical tool scratch-like. The band tubing and buckle were broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the reported events of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."

Event description:
Health professional reported the explant of a lap-band due to "vomiting and difficulty tolerating band."